Event description:
Customer reported an issue with the accutorr v monitor, which may have affected sp02 monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and reconfigured monitor system operation. The unit was calibrated and safely tested to factory specifications.